Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis found the enclosure power failed a bench test as it was found to be shorted. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure was not providing 96vdc to the motors. The power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported a loud acoustic bang occurred while moving the system into the operating room (or). It was noted the system would not drive and the gantry would not move. This issue was noted outside of a procedure, and there was no patient involvement.